Event description:
During trial procedure, imperfections were noted in the liner.

Manufacturer narrative:
Evaluation summary: investigation: a review of the device history record for the surpass acetabular shell liner, lot number 19565-013008 showed that a total pieces were produced and that no material property, mechanical, or dimensional discrepancies existed in the production of this lot. A review of the device history record for the mating part used in surgery, surpass 50mm acetabular shell, lot number 19918-082508 was conducted and showed that no material property, mechanical, or dimensional discrepancies existed in the manufacturing of this device. A review of the complaint log showed that there have been no other incidents related to this particular device or other variations. To date, there have been a total acetabular shell liners implanted. Some of these liners are of the design. There have been no trends related to this type of incident. Conclusion: the cause of the fracture after impaction could not be determined based on the given evidence. There is published literature that supports the probability of fracture if the liner is canted and wedged into the shell before impact. Stelkast instructions for use, which is packaged with each liner, warns that this type of event can occur.